Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as a part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-01595. The pt received her scs system including a paddle lead and ipg on (B)(6) 2009. It was reported that the lead migrated. The lead was repositioned on (B)(6) 2009. Follow up found that there were difficulties capturing her back pain during programming. The physician did not want to explant the system due to existing scar tissue and previous multiple surgeries the pt had. They would only explant if any further problems reported by the pt. Further follow up found that the physician did explant the system on (B)(6) 2010 as reported in full on MFR report #1627487-2010-00424 submitted in may 2010.